Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with rv lead noise. The noise was causing inhibition of pacing on the pacemaker dependent patient. The patient is in a nursing home and not suitable for surgery. Programming changes were made and patient did not experience anymore symptoms. The patient will continue to be monitored.